Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(4) recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the voluntary recall was initiated. The device history records have been received and this lot met all release criteria. One monopty biopsy needle with product packaging and label were returned for evaluation. The investigation in confirmed for a break, as the cannula hub was found to be broken. The investigations is also confirmed for failure to prime, as the returned device could not be primed during functional testing. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guide breast biopsy, the device was primed, the needle was inserted into the breast but would not fire. Another needle was used to complete the procedure. A coaxial was not used during the procedure. There was no pt injury reported.